Manufacturer narrative:
After further review of additional information received the following sections g4, g7, h2 and h3 have been updated accordingly. (H3) the evaluation noted that revision reported was likely the result of the femoral impactor experiencing impaction forces likely during surgical use which led to crack initiation, propagation, and ultimate failure of the threaded rod subcomponent. The most probable root cause associated with the report event, the problem associated with a partial or full-thickness crack in the device materials.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, during an initial procedure, the surgeon was using the truliant femoral locking clamp impactor to implant the patient¿s femur. While impacting the claw on the locking mechanism broke off. The surgeon used the secondary femoral impactor to finish impacting/implanting the femur. The broken instrument was handed off the sterile field and will be returned. The patient left the or stable. There was no delay to the surgery. Patient was last known to be in stable condition following the event. The facility did not provide specific patient information.